Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. A condition of the device leaking was found and then reported. Based on the investigation details, the likely cause was problems corrosion in the asic and trigger assembly. The motor assembly, trigger assembly and other components were replaced.

Event description:
The handpiece was returned to the manufacturer for repair. During the repair, it was reported that the handpiece had a black substance covering the motor.